Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during the impella cp placement while exchanging the peel away sheath for the repo sheath, the patient went into ventricular fibrillation requiring defibrillation. A small hematoma was noted at the insertion site. The hematoma resolved with mild pressure and appropriate positioning of the repo sheath. Ectopy was noted and the pump was adjusted. The patient was transfused four units of packed red blood cells but the cause of the bleeding was unknown. A CT scan revealed that patient had a stroke and neuro was consulted. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
No product was returned for investigation. The cause of the bleed and hematoma was unable to be determined due to insufficient clinical details. The cause of the ventricular fibrillation, arrhythmia, and stroke was unable to be determined due to insufficient clinical details. The cause of the positioning issue was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
D6b. Date of explant, has been added.